Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a trailblazer to treat a severely calcified lesion in the mid left common iliac artery. The artery had little tortuosity. The IFU was followed. It was reported that the tip of the device broke off and had to be snared. The procedure was aborted.

Manufacturer narrative:
Additional information: a 5fr non-medtronic sheath was used. No resistance was encountered during advancement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection of the catheter revealed dried biological material occluded the entire length. All marker bands were accounted for on the catheter visual inspection of the catheter distal tip reveal no abnormalities or deformity. A kink was observed on the catheter shaft approximately 18mm proximal from the distal tip. The catheter total working length was measure to 135mm. A known good sc-035-135 catheter from analysis lab was measured in comparison with the returned trailblazer catheter to verify total length , marker placement and tip abnormalities: both devices radiopaque markers were observed in their respective locations and are 5cm apart per the product requirements indication of 5cm. Both devices were total lengths measured to 135cm. If information is provided in the future, a supplemental report will be issued.